Event description:
It was reported that a crack was observed at the female connector of the device after 15 hrs of use in a pediatric pt, causing fluid to leak from the connector between the device and the terumo surplug. No pt sequenae were reported.

Manufacturer narrative:
H3: device evaluation begun, but not yet completed.